Manufacturer narrative:
The device was returned for analysis. The reported leak and loose/intermittent connection was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported leak and loose/intermittent connection was unable to be confirmed during return analysis and the 8 returned sterile devices tested without any leak or anomalies noted, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the seal was not fully tightened; thus resulting in the reported leak and loose/intermittent connection. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other additional copilot referenced is being filed under a separate medwatch report number. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure. An attempt was made to use two copilots but when they were tighten, the seal remained loose as contrast was noted to be leaking. Additionally, when the seal was tightened the other devices could not be inserted. The two copilots were from the same lot. A third copilot was used successfully from a different lot. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.